Event description:
It was reported that stent damage occurred. The right coronary artery (rca) was wired with an unspecified al1 guide catheter. At some point a vessel dissection occurred and a 3.50x38mm promus premier stent was introduced for treatment. As the stent was being introduced, it came to a complete halt at the distal curve of the guide catheter almost at the exit to the vessel. The stent was removed and it was noted that the distal end of the stent was deformed approximately 3-4mm. A 3.5x30mm non-bsc stent was introduced through the same guide catheter without issue and was deployed. The procedure was completed with the deployment of two other stents. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device found that the stent was damaged at the distal end. The eight most distal rows were pushed proximally. The proximal side of the stent remained crimped in place. The tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The right coronary artery (rca) was wired with an unspecified al1 guide catheter. At some point a vessel dissection occurred and a 3.50x38mm promus premier stent was introduced for treatment. As the stent was being introduced, it came to a complete halt at the distal curve of the guide catheter almost at the exit to the vessel. The stent was removed and it was noted that the distal end of the stent was deformed approximately 3-4mm. A 3.5x30mm non-bsc stent was introduced through the same guide catheter without issue and was deployed. The procedure was completed with the deployment of two other stents. No patient complications were reported and the patient's status is fine.